Event description:
Patient was intubated with a 7.5mm endotracheal tube for respiratory distress/respiratory failure with a new subglottic endotracheal tube that went into service in september 2011. Post extubation patient experienced severe hoarseness, barking, cough and inability to phonate.